Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. (B)(4): device not returned.

Event description:
Distractor screw fell out during washing leaving one short for the surgery.